Event description:
On (B)(6) 2013, it was reported that the patient's infusion device displayed e8 (power interrupt). The patient could not confirm the e8 message because the check button on the device would not function. None of the buttons would respond. The patient changed the battery in the device, but the problem persisted. The patient switched to her backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The softcomponents of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The up button is permanent active due to an external mechanic damage. The problem mentioned by the customer is related to careless handling of the product.